Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the ventricular leadless pacemaker (vlp) had intermittent capture at max output. The patient was asymptomatic. The vlp was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of capture problem were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.